Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 322 alarm which was reproduced during evaluation. A review of the event history log identified the presence of multiple 'system error 322' messages. The evaluator identified that the lower auxiliary failed to operate as expected as the assignable cause. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The event occurred during power up in the infusion center. There was no patient involvement. No additional information is available.